Event description:
The hcp reported the patient had been experiencing overdose symptoms that included weakness in the legs and needing assistance to ambulate. Prior to this most recent refill, the patient had been "well titrated and reaching efficacy". The patient is receiving lioresal 500mcg/ml at 45mcg/day. The hcp had been titrating the medication dose down, but had not seen improvement in the patient's symptoms. The hcp confirmed all the programming was correct. The hcp removed drug from the reservoir and filled with new drug. There was no reservoir volume discrepancy. A follow up report will be sent when additional information is received.